Event description:
A pasv PICC line was placed for therapeutic purposes in 2005. It was reported the pt was at home and noticed leakage from the PICC line in the area below the suture wing. The pt was difficult to recannulate in two days later due to poor venous access.